Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having oblique lateral interbody fusion (olif) procedure at l4/5 level. It was reported that, while attempting to attach the navi inserter to the navlock, the instrument could not be fully seated. Three different navlock units were tried, but none successfully connected, leading to the suspicion that the inserter may have been deformed. There was no patient symptom reported. There were no further complications reported regarding the event.